Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4298 implantable pacing lead 2013 (B)(6); (B)(4) implantable tachy lead 2013 (B)(6); (B)(4) bi-ventricular defibrillator 2013 (B)(6). (B)(4).

Event description:
It was reported that during a system upgrade procedure the venous access was reported to be "tight" and the chronic right atrial (ra) lead was observed to have moved. One day post procedure, there was no atrial capture and undersensing noted in the lead and it was confirmed to have dislodged. The lead was capped and replaced with a new lead. The patient was reported to be enrolled in the attain performa clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.